Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator smelled a burning plastic smell. A boston scientific company representative advised the patient advocate to unplug the communicator and to plug into another power outlet. The patient still observed a burning plastic smell. The communicator issue was not resolved. A new communicator and a return label were sent. No adverse patient effects reported. The communicator was no longer in service.

Event description:
It was reported that the communicator smelled a burning plastic smell. A boston scientific company representative advised the patient advocate to unplug the communicator and to plug into another power outlet. The patient still observed a burning plastic smell. The communicator issue was not resolved. A new communicator and a return label were sent. No adverse patient effects reported. The communicator was no longer in service. Additional information from the product investigation indicates that the issue was not confirmed. The analysis found no evidence of device anomaly or damage outside the bounds of normal medical use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the issue was not confirmed. The analysis found no evidence of device anomaly or damage outside the bounds of normal medical use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.